Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h 2. If follow-up, what type? Additional information. The previous report stated that the device was returned for evaluation in error.

Event description:
It was reported that after a surgical procedure, it was observed that the velys satellite station device robot arm drops on its own and satellite station screen was flickering. The event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2025. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the described failure by the customer was confirmed. As per wo, fse was able to replicate the reported issue. During the assessment the fse identified the robot arms falls after the saw blade calibration and the break was not engaging also the screen was flickering. As a resolution the faulty robot and sat console is replaced with new one and the system performing to the specification. The probable cause of the reported issue can be linked to component failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history review: no manufacturing record evaluation required as no manufacturer or service related issue found.